Manufacturer narrative:
The reported tear was confirmed. 4 photos were received from the field, which appeared to show 2 leaflets torn from their shared stent post. These tears then created a retraction in each leaflet and incomplete coaptation, consistent with the reported regurgitation. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any evidence of calcification or for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation was not possible as the valve was not returned. There was partially detached tissue noted in the photos provided, as well as possible tissue on the outflow surface at the stent post with the torn leaflets. This tissue could have potentially induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation. It was not possible to determine the extent of the tissue, or if it encroached onto the leaflets. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information sections: d10, h2, h3, h6, h10. Explant was reported due to regurgitation. The investigation found that leaflets 1 and 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter and extended onto the bases of leaflets 1 and 3. No acute inflammation or significant calcifications were present. Qualitative x-ray examination showed that stent post 1 appeared bent slightly outward in the outflow view of the valve, but it could not be definitively determined if this damage existed prior to explant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any evidence of calcification or for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In in this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow surface of leaflets 1 and 3 likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 19mm trifecta gt valve was implanted due to severe degenerative aortic stenosis. Post operative echo showed good valvular function with no intra or paravalvular aortic regurgitation (ar). The patient had relief of symptoms and was discharged. In a subsequent follow up, the patient presented with progressive dyspnea that started 20 days prior. Evaluation with trans-thoracic and trans-esophageal echo showed severe intravalvular ar. There was no evidence of vegetation or paravalvular ar. On (B)(6) 2020, the patient underwent reoperation of the trifecta gt valve. During the surgery, it was observed that the trifecta gt valve had leaflet detachment at the strut between the right and non-coronary commissural cusp, causing severe regurgitation. The trifecta gt valve was explanted and a competitor's 19mm unknown model pericardial tissue valve was successfully implanted.